Event description:
It was reported that the device was separated. A 1.50mm rotapro was selected for use. During preparation, it was noted that when they opened the package, the nose cone of the device was separated and they tried to put it together but it would not stay. The procedure was completed with another device. No patient complications reported.

Event description:
It was reported that the device was separated. A 1.50mm rotapro was selected for use. During preparation, it was noted that when they opened the package, the nose cone of the device was separated and they tried to put it together but it would not stay. The procedure was completed with another device. No patient complications reported.

Manufacturer narrative:
F10 device code changed from detachment of device or device component a0501 to connection problem a12.